Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no device was returned, a thorough product evaluation could not be conducted. A clinical assessment concluded; ¿the result of the hospitals self-test was not unexpected, as the instructions for use addresses magnet distance requirements. Although reportedly the patient suffered no injury, the patient was in an asynchronous mode for a brief time. The patient impact beyond the transient rhythm could not be determined. The volunteer patient was not using the pico 7 device but was just testing it within proximity to the pacemaker. This does not appear to be an adverse event as all devices functioned as designed. Additionally, due to the nature of the reported event, a risk management review was carried out. Pico 7 devices affixed within 10cm of an implantable device is already captured within the smith and nephew risk files. As stated in the instructions for use for all pico 7 products; ¿the pico 7 pump must be positioned at least 10cm (4 inches) away from other medical devices that could be affected by magnetic interference.¿ the investigation found that the device performed as expected. The root cause was determined as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healthcare facility independently evaluated the use of a pico 7 device in contradiction with the instruction for use (IFU). A healthcare professional intentionally placed the device directly onto a patient, on top of a recently implanted pacemaker, in contravention with the pico 7 IFU, which provide a clear warning regarding pump placement at least 4 inches (10cm) away from other medical devices at all times. The pico 7 device was not being used for wound treatment at the time of the reported event. The hospital reported that: the proximity of the pico 7 pump triggered the pacemaker into its backup rate of 85 bpm; after approximately 30 seconds the pico 7 pump was removed from the patient and the heart rate reverted back to the patient¿s underlying rhythm; and there was no harm to the patient.

Event description:
It was reported that a healthcare facility independently evaluated the use of a pico 7 device in contradiction with the instruction for use (IFU) and the warning label on the device. While the pico 7 IFU and the device label provide a clear warning regarding pump placement at least 4 inches (10cm) away from other medical devices at all times due to the potential for magnetic interference, the healthcare professional placed the device on a patient, directly on top of a recently implanted medtronic pacemaker. The pacemaker went into a ¿back-up¿ state and the safety mode was triggered which altered the patients underlying heart rhythm while the pico 7 device remained in contact with the pacemaker. When the pico 7 device was removed from the patient the underlying heart rhythm was restored without further intervention or complication.